Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. The original complaint of an under responsive ok keypad button was unable to be duplicated. No physical damage was found to the keypad. The keypad was removed to find no contamination or physical damage. Unrelated to the original complaint, the battery compartment was cracked at the case seal to the left of the bumper pad.